Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patients battery was depleting quickly. The patient stated that they had met with a representative for a trickle charge to get the device charging again. The patient stated they fell asleep with the device on and it was dead before she woke up and did not have enough charge in it and now her device won't hold a charge at all. The patient stated they had not charged their device in three weeks so it may be overdischarged again, but prior to that the device would deplete very quickly. The patient also reported poor coupling with the device. The patient did not have their recharger or programmer on them to troubleshoot. The patient was directed to follow up with their primary healthcare professional. No patient symptoms or further complications were reported as a result of this event.